Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer experienced sweating and asthenia. Customer consumed sugar to address low bg. Afterward, customer felt "good". No additional information provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.